Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). (B)(6). This report is being filed on an international product, (B)(6) qualitative ii confirmatory, list number 2g23, that has similar products distributed in the us, list numbers 4p54 and 1l81. See manufacturer report number 3008344661-2014-00021 for the same patients report on suspect medical device list number 02g22-30.

Event description:
The customer observed (B)(6) results on 2 patient samples on the architect i2000sr analyzer. The following data was provided: (B)(6) 1.38 s/co and (B)(6) quantitative 0.13 ui/ml (B)(6); (B)(6) 0.96, 0.92 (reported negative) (B)(6) quantitative 0.09 ui/ml (B)(6). (B)(6) 13.27 s/co confirmed neutral 104% (B)(6) c2 1.29 s/co ((B)(6) confirmed); retested (B)(6) 0.99 s/co (customer did not configure grey zone, (B)(6)). (B)(6) (new bleed), (B)(6) 0.14 s/co (negative) core neg (B)(6) neg (B)(6) neg; (B)(6) 0.29 s/co (retested negative) there was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, specificity and sensitivity testing. No adverse trend was identified for the customer's issue, this is the only complaint for this lot. Labeling was reviewed and found to be adequate. The product was not available for return. Sensitivity and specificity testing met all specifications. The customer did not configure a grey zone. Possible causes of equivocal, gray-zone results: -early infection, seroconverting donor -advanced infection with profound immunosuppression -cross-reactive antibodies -auto-antibodies from, autoimmune process, or malignancy -infection with related virus or subtype -experimental vaccine recipient -improper testing parameters i.e. Incubation temperatures, washing steps etc. -inadequate specimen quality i.e. Bacterial contamination, interfering substances complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.